Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please reference MFR report number 3004209178-2010-80135 to view the report under the insulin pump.

Event description:
It was stated that insulin leaked from the reservoir. It was also stated that the customer experienced a high blood glucose reading of 905 mg/dl. Nothing further was reported.